Event description:
Shortly after a pt commenced his dialysis treatment, the pt experienced nausea with vomiting, stomach pain and hypotension. The pt then became unresponsive. The pt responded to a fluid bolus. An echocardiogram was done and according to the physician the pt rec'd intravenous (IV) steroids, benadryl and xanax. The pt's blood loss was around 196 ml.

Manufacturer narrative:
At the time being there is no info that reasonably indicates that our prod caused or contributed to the event.